Event description:
Lv (left ventricle) tip to can lead impedance >3000 ohms. Lv (left ventricle) tip to can lead impedance 190 ohms. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).